Event description:
During insertion, when the user tried bringing the wire back, the introducer kept spinning and would not screw down. The guidewire shredded and a piece migrated into the tissue. The migrated piece was not removed.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review showed no other similar product complaint file(s) from this lot.